Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information indicates that the surgical intervention was undertaken on (B)(6) 2026 to address the issue.